Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. A visual inspection on the scope noted a bump on the surface of the bending section cover. This is likely caused by the lifting of the contact pins inside the bending section cover. A puncture like hole was also noted on the bending section cover; however, no protruding or sharp materials were found. Due to hole, the scope failed leak testing. In addition, the bending section cover was removed and found two areas where the contact pins were found lifting from the bending section skeleton. The scope was serviced and returned to the user facility. Based on the evaluation results and similar reported events, the cause of the reported event is likely attributed to user handling and operator¿s technique. The instruction manual for use states, ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result.¿

Event description:
Olympus was informed that during a ureteroscopy with stone removal procedure, the scopes deflection broke and caused minor patient injury. The procedure was aborted. The patient¿s outcome is unknown.